Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed and found that the charged coupled device (ccd) was broken/malfunctioning causing poor quality image. Based on the results of the investigation, it is likely that the following led to the malfunction: charged coupled device (ccd) was broken/malfunctioning causing poor quality image. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had poor image quality. There were no reports of patient harm.